Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that after extensive testing of the device he was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had powered off by itself during a patient event. The patient was being monitored via ECG leads during the event. When the device powered off by itself the end user was unable to power it back on. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were available.